Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the unit did not damage the battery devices during the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the unit failed the off/osc/on mode check, the triggers and electronic control unit (ecu) check and intermittent operation. During repair, it was observed that the electronic control unit (ecu) was damaged and shorted (improper cleaning). It was further determined that there was an unknown liquid on the ball bearings and the seals were worn (improper cleaning). It was determined that the motor was making an unusual noise (normal wear). It was determined that the issues were consistent with normal wear and improper cleaning. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device was burning out the battery devices. During in-house engineering evaluation, it was observed that the device failed the off/osc/on mode check, the triggers and electronic control unit (ecu) check and intermittent operation. The event was not reported to have occurred during surgery. It was reported that a delay in surgery was not applicable. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.